Event description:
It was reported that there was air observed in the tubing during the last cycle on the home choice (hc). The home patient (hp) stated there was no air in the catheter and they had stopped therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.